Event description:
Reporter stated that there appears to be corrosion around the base unit's internal contacts. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.